Event description:
It was reported that during a scorpio nrg primary knee instrument broke. Using the notch block cutting guide one of the two pegs broke off. The surgeon retrieved the broken pegs.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device discarded.